Event description:
The clinician reports that the day the implant was placed in fdi 44, failure occurred upon insertion. Primary stability not achieved and sinus augmentation. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.